Event description:
Patient called lfs in 2003 alleging the meter would not prower on. The patient reported symptoms of dizziness and body aches while attempting to test. Patient tested on a back up meter and obtained a result of 426 mg/dl. Patient phoned the doctor who advised to take insulin. The issue with the meter was not resolved with troubleshooting. No further information has been reported.